Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The product ID originally reported was incorrect and the patient did not have implanted devices on the left side. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00596, 0001032347-2020-00597, 0001032347-2020-00598. Medical products: tmj system right standard mandibular component 50mm / 9 hole, part# 24-6550, lot# 851360. Tmj system right fossa component, medium, part# 24-6560-int, lot# 934560. Tmj system left standard mandibular component 55mm / 12 hole, part# 24-6556, lot# 790490. Tmj system left fossa component, small, part# 24-6563-int, lot# 934590. Unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the patient will undergo a revision and replacement of temporomandibular joint implants on the right side due to displacement. The mandible component is displaced laterally out of the fossa component. The devices will be replaced with a custom implant. It was reported that no further information is available.